Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented a leak and loss of aspiration. The faradrive was used and when putting farawave through the valve, it was leaking saline and wouldn't aspirate. A new faradrive was given and used, and procedure was completed successfully. No patient complications occurred. The device was returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented a leak and loss of aspiration. The faradrive was used and when putting farawave through the valve, it was leaking saline and wouldn't aspirate. A new faradrive was given and used, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned.